Manufacturer narrative:
Device was manufactured in 2010. The review of the non-conformities during the period of 2010-01-01 to 2020-11-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded according to the service order# 43460773 dated on 2020-11-07 the field service technician (fst) performed as follows: new motor control board was installed in main pump. Pump checked and handed over to the customer in good condition. The reported failure did not contribute to an actual death or serious injury nor is there a potential for death or serious injury. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action required. The reported failure was "two pumps showing head error". First pump was repaired (see actions). Second pump showing head error intermittently but it is not in any service contract. According to the ssu india the customer is not ready to pay money for the spare parts. Reason for that decision is the present covid19 situation. The most probable root cause could be determined to a defective motor control board (pcba). The reported failure "head error" could be confirmed. The reported failure "head error" did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Two hl20 pumps are showing error message: "head error". Reference number: (B)(4).